Event description:
A customer reported that a malfunction occurred with their pump, displaying a malfunction code 12. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. Later, the customer noticed their cgm graph missing from the pump home screen and that the unlock buttons appeared different. Technical support explained that the pump had been in storage mode, provided necessary information about managing such resets, and gave tips on battery usage. The customer understood and acknowledged the guidance.